Event description:
Caller reported a malfunction on the pump. It is unknown if there was any adverse impact to the customer's blood glucose level, as they declined to provide an answer. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).